Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
The customer reported that on (B)(6) 2018 they experienced suboptimal tissue processing on their asp300s. As a result two endometrial biopsies were undiagnosable. A re-biopsy was recommended, but to date the patient has been received no re-biopsy.

Manufacturer narrative:
The investigation revealed the following: the incident was related due to a pressure failure of the instrument. The unit has been investigated by a leica product specialist from service support. The analysis of the instrument log files indicated that presumably there was a valve issue. In such case - as part of the automatic system recovery routine, a valve check was performed by the instrument. But this error could not be resolved. In result the log file analysis also indicated that the retry limits of the recovery test had exceeded. The instrument has the options to trigger the individual alarm escalation levels - in chronological order => 1. Instrument alarm (speaker) - 2. Local alarm (interface) - 3. Remote alarm (interface); however the customer does not utilize the remote alarm feature. Presumably no employee was in the lab at the time to hear the instrument alarm. The tissue therefore remained in 100% alcohol for approximately 6 hours - which finally caused the sample damage. To date a re-biopsy has not occurred. A customer facing letter will be sent to the customer with the recommendation to connect the local and additional remote alarm system to prevent the possibility of sample loss in case of a future system malfunction.